Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. (B)(4). The device was not returned for analysis. It should be noted that the hi-torque guide wires instructions for use, states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use (IFU) as the hi-torque floppy ii guide wire was used with a non-abbott atherectomy catheter for an atherectomy procedure (against the IFU); thus interaction with the non-abbott atherectomy catheter resulted in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the leg. A hi-torque floppy ii guide wire was advanced for an atherectomy procedure. On removal of the non-abbott atherectomy catheter resistance was met with the guide wire. The guide wire and atherectomy catheter were removed together as a single unit. An additional non-abbott guide wire and an unspecified balloon catheter were used to complete the procedure. There was no adverse patient effects and no reported clinically significant delay in the procedure.